Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 bd insulin syringes with bd ultra-fine¿ needles experienced a cannula that was too long. The following information was provided by the initial reporter: the user's report is that the needle was longer than the specified (8 mm).

Event description:
It was reported that 6 bd insulin syringes with bd ultra-fine¿ needles experienced a cannula that was too long. The following information was provided by the initial reporter: the user's report is that the needle was longer than the specified (8 mm).

Manufacturer narrative:
H.6. Investigation: customer returned (7) 0.3ml syringes. No lot information was provided. The lengths of their needles were measured: 1. 12.0mm 2. 12.4mm 3. 12.2mm 4. 12.3mm 5. 12.5mm 6. 12.3mm 7. 12.6mm while it can be confirmed that these syringes have needles that are within specification for 12.7mm needle syringes and not 8mm syringes, the lot remains unknown. As a result, the intended length of the needle cannot be determined. No defects found. Due to the batch being unknown, no DHR review can be completed. Based on the samples and information received, bd was unable to confirm the customer¿s indicated failure of the syringe needles being too long. Root cause cannot be determined at this time as the issue is unconfirmed.